Manufacturer narrative:
Eval results: footboard.

Event description:
It was reported by service report that the power cord was damaged. It was further reported the footboard was damaged. No pt involvement or adverse consequences are reported.